Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection with the organism identified as methicillin-sensitive staphylococcus aureus (mssa). A transesophageal echocardiogram (tee) showed the right ventricular (rv) lead with a ¿thickened portion¿. During the attempted explant of the rv lead the physician was unable to safely remove the lead. The stylet was extracted, and the lead helix was retracted; however, the tip and end of the coil closest to the tip was unable to be removed from the surrounding tissue. Due to the patient's history of ventricular tachycardia (vt) storm and high usage of the device, the physician then decided to re-deploy the lead helix and do a generator change. The right atrial (ra) lead was also kept in use and both the ra and rv leads were plugged into the new generator. No further patient complications have been reported as a result of this event.